Manufacturer narrative:
According to the field, the ICD was destroyed during the explant procedure and will not be returned back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.